Event description:
The customer reported that the system would not steer properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the external interface printed circuit board and the right side bracket as well as align and tighten the handle and the climax coupler. The system was tested and found to be working as intended and put back in service.